Event description:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on 24-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvis area") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("aching in back area"), adrenal disorder ("adrenal gland issues"), fatigue ("chronic fatigue"), abdominal distension ("bloating"), peripheral swelling ("swelling in the legs") and migraine ("migraines") and was found to have blood oestrogen abnormal ("estrogen dominant"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) -2018. At the time of the report, the pelvic pain, back pain, adrenal disorder, fatigue, abdominal distension, peripheral swelling, migraine and blood oestrogen abnormal was resolving. The reporter considered abdominal distension, adrenal disorder, back pain, blood oestrogen abnormal, fatigue, migraine, pelvic pain and peripheral swelling to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.